Manufacturer narrative:
Product complaint:(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify if the thirteen devices reporter has been using during this single procedure in not 2. What is the total number of procedures? 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 4. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 5. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, when surgeon almost finished the suturing (or during their suturing), the suture always slits at where the suture connected to the needle. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.